Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was right abdomen. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.